Manufacturer narrative:
The customer has not pursued evaluation of their device. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted stryker to report that their device was showing ¿paddles leads off¿ during user testing. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.